Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. A review of the event history log found a total of 217 occurrences of 'downstream occlusion' messages and 210 occurrences of 'auto-restart' messages. The 7 mismatched occurrences of the downstream occlusion messages that did not have an auto-restart following right after the downstream occlusion messages was because it happened when the end user had the pump manually turned off almost immediately after the detection of the downstream occlusion before the auto-restart could happen and the occlusion was cleared. There were also other incidents when the set was reloaded by the end user by manually inserting the clamp and opening the pump door shortly after the detection of the downstream occlusion occurred before the auto-restart could happen. Evaluation tested the pump by creating a downstream occlusion, when the downstream sensor was occluded and released, the pump was able to restart with no issue. The device was found to be within specification and troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not auto restart after a downstream occlusion was cleared. There was no patient involvement. No additional information is available.